Event description:
It was reported that the procedure on (B)(6) 2013, was to treat a patient who had experienced a myocardial infarction. The lesion was located in the mildly tortuous, heavily calcified, and 100% stenosed mid left anterior descending artery. After placing a guide wire, intravascular ultrasound (ivus) was performed. Pre-dilatation was performed with an nc trek and again ivus was performed. A 2.5 x 38 mm xience prime stent was implanted. Angiography confirmed thrombus in the proximal part of the implanted stent. Post-dilatation was performed 3 times with the nc trek and a non-abbott balloon catheter. Angiography and ivus confirmed the issue had resolved. On (B)(6) 2013, the patient was admitted complaining of chest pain and st segment elevation was confirmed by electrocardiogram (ECG). There was thrombosis in the artery which was aspirated with a thrombuster aspiration catheter and dilated with a 2.75 x 18 mm non-abbott balloon catheter to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, electrocardiogram (EKG/ECG) changes, and thrombosis are listed in the japan xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.